Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the nurse found the device had a "leaky" cuff. Alleged defect was reported as detected during functional testing prior to use on a patient. There was no report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the cuff. The hole was approximately 2mm long. It was verified that the cuff was unable to stay inflated with a hole of this size. It appears as though the hole was caused by a sharp object such as a scalpel or scissors. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint of leak in the cuff was confirmed. The failure in the product is not a manufacturing issue.

Event description:
Customer complaint alleges the nurse found the device had a "leaky" cuff. Alleged defect was reported as detected during functional testing prior to use on a patient. There was no report of patient harm or delay in treatment.